Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 28 mg/dl. Customer was treated at home by paramedics with intravenous sugar solution and low bg was corrected. Customer did not have the continuous glucose monitor (cgm) and the pump connected. Customer's non-tandem cgm sensor readings were inaccurate. Customer was not using the basal iq feature at time of event.